Event description:
It was reported that during an implant procedure, the physician noted a lead anomaly. The lead was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field complaint of a lead anomaly was not confirmed in the lab. Visual inspection and electrical testing revealed normal characteristics. No anomaly was found.